Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1115201) indicated that the mynx lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f sheath. A pre-procedure femoral angiogram revealed no visible calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user of the mynx, used the mynx cadence to close the access site. It was reported that the physician advanced the catheter and when the balloon was in the vessel, he inflated the balloon. When the physician attempted to pull the balloon towards the arteriotomy to gain temporary hemostasis, a balloon loss of pressure occurred. The device was removed and the physician converted the patient to 10 minutes of manual compression. Hemostasis was successfully achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela. This complaint was also reported to the FDA by the risk manager of the user facility on (B)(4) 2011 (refer to report # (B)(4)).